Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to study: grade 1 and 3 filter leg interactions with ivc wall. At the index procedure on (B)(6) 2016 the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 25 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was delivered and deployed to the intended location. The location was suitable to provide sufficient mechanical protection against pulmonary embolism. There was no evidence of filter fracture, deformation, premature release, or filter jump during deployment. There was no extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. Filter tilt was <6 degrees. Analysis of the placement procedure revealed an ivc diameter of 20 mm and no anatomic anomaly or thrombus. The filter was placed infrarenal. There was no evidence of filter deformation, extravasation of contrast after filter placement, or migration. Filter legs did appear outside the column of contrast after placement. Filter tilt was 9.1 degrees in ap view. The post-placement x-ray was performed on the day of the procedure. There was no evidence of filter fracture, embolization, or migration. Filter tilt was <6 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 1.8 degrees and 6.1 degrees in the oblique view on (B)(6) 2018 (540 days post-procedure), a follow-up CT of the abdomen and pelvis was completed. The CT revealed no evidence of filter embolization or filter leg interaction with the ivc. Analysis of the CT revealed no evidence of filter embolization. There were 11 filter legs with a grade 1 interaction and one filter leg with a grade 3 interaction, with the duodenum. There was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site of the grade 3 filter leg. Patient outcome: the patient remains in the study, there have been no adverse events or clinical sequelae reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4) g1) name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: there were 11 filter legs with a grade 1 interaction and one filter leg with a grade 3 interaction, with the duodenum. There was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site of the grade 3 filter leg. Per the complaint report, the celect platinum ivc filter was placed for the acr/sir appropriate indication of pulmonary embolus with fear of worsening pulmonary emboli in the setting of deep vein thrombosis. Initial imaging, including CT and ultrasound, confirmed the presence of pulmonary emboli, borderline right heart strain, as well as deep vein thrombosis in the lower extremity. Venogram at the time of ivc filter deployment demonstrates normal ivc anatomy with appropriate deployment of a celect platinum ivc filter in the infrarenal location, with an insignificant 6° leftward tilt present and no immediate penetration. Follow-up CT scan, 540 days after implantation, demonstrates evidence of multiple grade 1 interactions between the primary and secondary legs and the wall of the ivc, as well as a solitary grade 3 interaction between a primary filter leg and the posterior serosal margin of the duodenum. There is no evidence of periduodenal or pericaval inflammatory changes. There is no discussion in the complaint report regarding symptoms related to this penetration. The cause of penetration, at this point, is indeterminate, but likely multifactorial and related to intrinsic factors with either the filter design or the patient¿s anatomy/biology. Conical filter design, dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to the development of ivc filter penetration. The filter did have a slight leftward tilt on deployment, which could have altered the forces on the primary filter feet, partially explaining why the rightward directed filter leg had the greatest degree of penetration, although this is somewhat speculative. Fortunately, perforations are a well described complication of ivc filters and typically have no clinical relevance, as appears to be the case with this individual. Importantly, if the filter is no longer clinically indicated, retrieval should be considered. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. It is noted that the patient remains in the study, there have been no adverse events or clinical sequalae reported. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.